Event description:
It was reported to st. Jude medical that the device delivered two shocks and the corresponding hv lead impedance was 11 ohms. The stored far-field electrograms indicated also a malfunction. Due to this malfunction, the rv lead was removed and a new lead was implanted. The new lead was connected to the v-190 and three pc shocks were carried out. In all three cases after pressing the retrieve button under pc shock diagnostics, impedance showed: na/ and energy: na. The pc shock in all three cases actually delivered but no hv impedance value could be obtained. The corresponding far-field stored electrograms show also a malfunction. Lead connection was checked again before delivering the last pc shock but no problems could be identified with the lead connection to the ICD. Therefore, a new ICD was connected to the rv lead. Hv impedance with the new device was 59 ohms.